Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by 3-5 minutes it was reported that when trying to acquire a lateral shot after taking their anterior posterior (ap), there was an error message and then the mobile view station (mvs) screen went white with a red x going from corner to corner. After the system was rebooted, the site was able to take scout and 3d spins. There was no impact on patient outcome and no additional exposures/ spins were taken.